Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via two sets of electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device activity logs indicated that the device was able to recognize the electrode pads and three successful analyses were performed. The logs showed occurrences of pads on/pads off messages and there appears to be troubleshooting by the user where the pads are disconnected and reconnected. Based on the data found in the logs, it appears that there was poor patient contact of the electrode pads to the patient skin. The device was recertified and returned to the customer. No trend is associated with reports of this type.